Event description:
The reporter stated that the surgeon was advancing a +23.0 diopter one piece collamer lens in the sfc-25fp cartridge, and the lens became stuck in the cartridge and the lens tore. The reporter stated they think the cartridge is too small for the lens. No patient contact.

Manufacturer narrative:
Evaluation conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears in cartridge that was originally identified in june 2005. Possible root causes for lens tears in the cartridge include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.